Event description:
It was reported that the esophagogastroduodenoscopy (egd) revealed patchy severe inflammation with contact bleeding in the gastric fundus which was most likely exacerbated by the nasogastric tube. Clotted blood was found in the stomach with severe gastritis. The patient was treated with blood products.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Additional information was received that reported that the serial number for this patient's heartmate 3 left ventricular assist system (lvas) implant kit was initially communicated incorrectly. The correct serial number for this patient's pump is (B)(6). Upon receiving this information it was found that the patient's outcome associated with this series of adverse events (renal failure, gi bleeding, and infection) were already reported under MFR# 2916596-2021-05540. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established. The patient ultimately expired on 20sep2021 (related MFR# 2916596-2021-05540) due to multisystem organ failure. (B)(6) reportedly operated as expected and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07jul2021 via order number. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists localized infection and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 includes information regarding how to prevent and control infection. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established. The patient ultimately expired on (B)(6) 2021 (related MFR# (B)(4)) due to multisystem organ failure. (B)(6) reportedly operated as expected and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07jul2021 via order number. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists localized infection and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 includes information regarding how to prevent and control infection. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's bleeding resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient experienced a coccyx wound on (B)(6) 2021. The wound was not thought to be a pressure ulcer and etiology was unknown. Critic-aid clear cream was applied to area as needed. The patient experienced acute renal dysfunction on (B)(6) 2021 and continuous renal replacement therapy was started on (B)(6) 2021. The patient had increased hypoxia and possible aspiration. Rising white count were noted and cultures were sent. The patient was intubated. The patient experienced a major infection on (B)(6) 2021. The patients bronchoalveolar lavage showed staphylococcus aureus and was given prophylactic antibiotics vancomycin and zosyn which was discontinued and oxacillin was started. The patient experienced hepatic dysfunction on (B)(6) 2021. It was noted that the patient had a cirrhotic liver. Vancomycin was started prophylactically due to the respiratory failure. The patient experienced bleeding on (B)(6) 2021 and was treated with blood products.